Event description:
The customer reported that the coupling and casing were defective. Device was returned for repair.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.during pre-repair assessment performed by a technician, functional testing was performed and revealed the casing binds with the front piece and the coupling was defective. This was attributed to excessive normal wear. The casing and coupling were replaced. The device was repaired and returned to the customer on 02/27/2013.